Event description:
It was reported that an alert 38 motor stall occurred on the ilet, which cleared after a device restart; during the incident the user experienced hyperglycemia with a highest blood glucose of 311 mg/dl, out of range for about two hours, and the pump subsequently reduced glucose while on the call. Symptoms included dehydration associated with hyperglycemia. Outcomes included no health consequences or lasting impact, and no medical intervention or hospitalization was required; the user received non-medical assistance from a parent. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a mechanical problem associated with a stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.